Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states whenever the chair tries to drive, it stops abruptly, and the joystick lights go off and there is no function.